Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience high blood glucose (bg) levels of 300s mg/dl while contacting tandem technical services. However, the customer stated that the bg level was due a steroid medication for pneumonia. The customer addressed the high bg by changing out the supplies and administering a bolus with the pump. The customer reported that the bg levels were back in range of 200 mg/dl.